Manufacturer narrative:
The customer¿s meter and strips was returned for investigation. Testing results: qc 1: 2.4 inr , qc 2: 2.4 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4) compared to a laboratory using a sysmex ca-620 analyzer with dade innovin reagent. Of the data provided for four patients, only the results for two patients were discrepant. Each comparison was taken within 7 hours or less from the laboratory result. Patient 1 meter result was 2.9 inr and the laboratory result was 2.2 inr on (B)(6) 2018, the meter result was 3.6 inr and the laboratory result was 2.6 inr. The patient had no hematocrit issues, heparin therapy, antiphospholipid antibodies, or direct thrombin inhibitors. There were no changes in the coumadin dose, diet, or medications. There was no illnesses, bleeding, or bruising. Patient 2 ((B)(6) male, born on (B)(6), weighing (B)(6)). On (B)(6) 2018, the meter result was 1.6 inr and the laboratory result was 0.95 inr. The patient had no hematocrit issues, heparin therapy, antiphospholipid antibodies, or direct thrombin inhibitors. There were no changes diet or medications. There were no illnesses, bleeding, or bruising. The coumadin dose had been increased since the last test. The customer did not know the patients' therapeutic ranges. The therapeutic decisions for the patients were made based on the laboratory results. All patients were stable and well. There was no allegation of an adverse event. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 266837) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.